Event description:
A patient was about to be transported when the ceiling track and lift fell from the ceiling. The patient fell onto his bed and received two scratches and a bruise.

Manufacturer narrative:
This investigation is ongoing. A follow-up report will be submitted when complete.